Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged some time ago and was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.